Manufacturer narrative:
Exemption number e2019001. The device will not be returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a free perforation in the left anterior descending coronary artery. The patient was presented with pulmonary edema. A 4x19mm graftmaster covered stent was deployed successfully and sealed the perforation. A 2.8x19mm graftmaster covered stent was deployed successfully and sealed the perforation. However, the patient developed ventricular tachycardia and ventricular fibrillation, and an attempt to perform CPR was unsuccessful. The patient expired on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the circumstances of the procedure. The reported patient effects of ventricular tachycardia, ventricular fibrillation and death are listed in the graftmaster rx coronary stent graft system, instructions for use, as known patient effects that may be associated with use of a coronary stent in native coronary arteries. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.